Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tenaculum forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The tenaculum forceps instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Root cause is attributed to a component failure. An additional observations related to the customer reported complaint was that the instrument was found to have a frayed pitch cable at the distal end. Root cause is attributed to a component failure. A site complaint history was performed and no related complaints were found. A review of system logs showed that the tenaculum forceps was last used on system number (B)(4) on (B)(6)2020 and it had 3 uses remaining. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction due to the following conclusion: the tenaculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that prior to starting a da vinci assisted total malignant hysterectomy procedure, when the customer removed the orange peel pack of the tenaculum forceps instrument, a broken cable was noticed. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that the patient was a (B)(6) female weighing (B)(6). No other information was available.